Manufacturer narrative:
(B)(4).

Event description:
It was reported that detached sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2022. No product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An external visual inspection was performed and failed. The allegation was confirmed. The probable cause was determined to be a missing sensor wire. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information was received on (B)(6) 2022. The patient could not find the sensor wire when it was removed on (B)(6) 2022, he stated that it was not on the sensor neither in his skin. The patient had an x-ray on his abdomen on (B)(6) 2022 and the results confirmed that the sensor wire was left under his skin. The patient saw a surgeon to evaluate possible removal of the wire. The surgeon told him that he would not remove it because of its small size, and that it did not need to be removed since it was not bothering the patient. At the time of follow up the patient was feeling fine. No additional patient or event information is available.